Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high pacing impedance and high capture threshold. On (B)(6) 2023. The rv lead was capped and new rv lead was implanted. The patient was in stable condition.

Event description:
New information noted the event was initially observed in clinic for follow-up.